Manufacturer narrative:
Device discarded by site.

Event description:
This event was communicated by a medtronic (B)(4) representative who reported that a site ((B)(4) hospital) had spheres that did not track. Site replaced spheres and continued with procedure with no adverse event. Site discarded spheres as there was blood on them. Complainant reported that there was no patient/user injury, death or other serious deterioration in health.